Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Implant date reported as early 2012. Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Device used for treatment and not diagnosis. Pro code: hwc. The screw head was fallen off the shaft. We assume that this occurred due applying of too much torque on to the screw head. The article was analyzed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Entered in error: 510k number should be k000682.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: in early 2012, patient was implanted with tomofix during high tibial osteotomy. Patient returned to the operating room on (B)(6) 2013 for hardware removal. During explant, as surgeon was removing the screw at hole d, the screw head broke. Screw and broken head were retrieved. This is 1 of 1 report for (B)(4).